Event description:
The device has been explanted.

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ crease folding of implant: not observed.

Event description:
Patient reported left side intracapsular rupture with "folds" diagnosed via ultrasound and MRI. It was later confirmed by healthcare professional reported rupture and capsular contracture.the device has been explanted.

Event description:
Patient reported left side intracapsular rupture with "folds" diagnosed via ultrasound and MRI. It was later confirmed by healthcare professional reported rupture and capsular contracture, baker grade I. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 29/feb/2024.

Event description:
The reported capsular contracture has a baker grade of I.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported left side intracapsular rupture with "folds" diagnosed via ultrasound and MRI. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. Crease folding of implant: observed creases on the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Patient reported, left side intracapsular rupture with "folds". Diagnosed via ultrasound and MRI. It was later, confirmed, by healthcare professional reported, rupture and capsular contracture. The device has been explanted.